Manufacturer narrative:
Device received with blank display, problem isolated to interface board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify battery put limit or button keypad anomaly due to blank display. Device had flattened (creased) buttons dome switch during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons needs to be pressed multiple times before working. The customer¿s blood glucose level was 300 mg/dl. Troubleshooting was performed for critical pump error. The insulin pump will be returned for analysis.